Event description:
I had recently had a CT scan done at (B)(6) are (B)(6). The incident occurred on (B)(6) 2015. Soon after the CT I experienced head tremors, sizzling sensation in the brain, confusion, acne breakouts, nausea, diarrhea, burning of my arms, back, head, and face. This was a basic head CT no contrast. It is now 8 days after the CT and I am still experiencing tinnitus, nail changes, rashes, peeling of the skin, menstrual changes right after the CT in which I am contacting my gynecologist. I am also contacting a lawyer, the technology should be illegal. I have a daughter and if something happens to me she has no one. How could the government do this to us. I walked in the hospital thinking they would help, and walk out with a life time of problem. I have been taking pictures and logging my symptoms daily.